Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The foreign material observed in the package is larger than the requirement. Investigation results concluded that the reported event was due to operator error. No other complaints have been received on this issue; therefore this is considered a one off occurrence. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that during a meniscal repair, the surgeon noticed a foreign material in the packaging. Another maxfire was opened and used to complete the procedure.